Manufacturer narrative:
Initial

Event description:
It was reported that during normal activities the user experienced a low glucose event, describing visual disturbance and difficulty following simple instructions, which prompted coworkers to call emergency services; available device problem and component information were insufficient to characterize a specific device malfunction. Symptoms included insufficiently characterized clinical effects associated with hypoglycemia. Outcomes included insufficiently characterized health impact. Investigation included communication attempts with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no specific findings and insufficient information to identify a medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.